Event description:
The patient received two leads with the same lot number. It was reported the patient was unable to increase the amplitude due to auto-reduction of the programs. Follow up identified one lead had migrated and the patient could not feel stimulation from that lead. It was reported the patient had fallen 6 months prior. The physician planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.